Event description:
Additional information was received that the patient was enrolled in product surveillance registry. An echocardiogram was performed during the procedure which revealed a moderate sized pericardial effusion with features of tamponade. This was treated with emergent pericardiocentesis and a limited pericardiotomy. The patient continued to deteriorate and went into ventricular fibrillation (vf) which led to cardiac arrest. Extensive cardiopulmonary resuscitation was attempted, but unsuccessful.

Event description:
It was reported that during an upgrade procedure the patient's pressures dropped late in the procedure and the patient experienced tamponade and died. A perforation was suspected but it was unknown when this would have occurred. The right ventricular (rv) lead had been successfully implanted without any major events and the left ventricular (lv) lead was evaluated for explant; only the most proximal lobe moved and no excessive force was used in attempt to remove the lead. No additional information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014. (B)(4).